Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the battery tube. Battery tube was realigned and powered up successfully. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Blank display was confirmed during analysis due to a misaligned battery tube. Unable to download history files and traces using thump due to blank display. Cosmetic damage was confirmed at the battery compartment. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values; the battery compartment of the insulin pump was damaged. The customer was treated with carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 60 mg/dl and sensor glucose value was 167 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the device was returned for analysis.